Event description:
No additional information.

Manufacturer narrative:
No samples were received for investigation of pr 9404131, in which the customer has stated: ¿infusion stop¿. The product in use at the time is reported to be a 2000e from lot 23065073. Further information provided by the customer states that the fluid could not be injected through the smartsite after connection. The customer reported that they used the smartsite with a posiflush 306565 prefilled saline syringe. The details of this feedback were forwarded to the manufacturing site for investigation, where a review of the production records for lot 23065073 did not identify any in-process testing failures or quality deviations which may have caused or contributed to a report of this nature. The root cause of the customer¿s experience could not be determined in this instance as no sample was received for investigation. Without a sample to examine it is not possible to determine whether a manufacturing defect could have caused or contributed to a report of this nature. In this instance, without the complaint sample to examine it has not been possible to conclusively link this feedback to a specific failure mode; however, a review of the customer feedback database indicates that this is a rare occurrence with a small number of similar reports against the 2000e product in the past 12 months.

Manufacturer narrative:
E1: initial reporter facility name - (B)(6) hospital. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd alaris smartsite needle-free valve was occluded the following information was received by the initial reporter with the verbatim: infusion stop on (B)(6) 2023 - received an email response from complainant for information requested. Answers added in follow up tab. Refer email attached. Please can you return the affected product (with its original packaging if possible) for investigation? Destroyed if it is not possible to return the affected product, please can you provide detailed photographs of the product and damaged area? No please provide further description of the reported event. The fluid could not be injected though the connector after connection. Please can you confirm what medication was being administered? Bd posiflush (saline) please can you confirm if the medication was stored in the refrigerator? If yes, was it allowed to reach room temperature before use? No please can you confirm the make and model of the connecting products? Posiflush 306565 if possible, please can you also send the connecting product/s to assist our investigation? No please can you confirm if there are any visible defects to the device i.e., cracks, flashes, kinks? No please can you confirm if the connecting product has a luer slip or luer lock connection?luer lock please confirm whether the flow was completely or partially blocked? Completely please provide event occurrence date.12/10